Manufacturer narrative:
(B)(4). 3004753838-2025-076727 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 4/2/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion.

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).